Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.605.01s. Lot number: 1482p33. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 24/08/2022. Manufacturing site:jabil bettlach. Expiry date:01/08/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: this pc is related to (B)(4) which reports that the screw came off and the bone dislocated after a revision surgery. This pc reports that the screw loosened after the primary surgery. It was reported that this was a ssro for mandibular prognathism performed on (B)(6) 2023. The screw in question was used for the plate. Procedure was completed successfully without any surgical delay. On (B)(6) 2023, the screw in question was loosened and a revision surgery was immediately performed with a screw with same product code. No further information is available. This report is for one (1) 2.0mm ti matrixmandible locking screw slf-tpng 5mm. This is report 1 of 1 for complaint (B)(4).